Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), because the system needed to be refilled. It was also noted that the aus had no leaks. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.